Event description:
In early 2009, the distributor reported that in late 2008, they became aware that five days later, a surgeon confirmed that an implanted screw was broken. Approx six months prior, was the date of the patient's initial surgery. The device was not explanted because the bone was fused and there was no safety issue for the patient. This malfunction has resulted in a adverse event in the past. There is no planned revision surgery at this time.

Manufacturer narrative:
Product is still implanted. Evaluation is pending.